Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported that according to the investigators, the cause of the reported issue is most likely due to wear and tear. Please note that the loop at the distal end of the electrode wears out during use and may break, burn or melt. The legal manufacturer provided the following risk statement ¿the risk to patients, users, and/or third parties associated with the reported issues is acceptable." A manufacturing and quality control review was performed for device wa22703s with lot number 1000068280. There was no non-conformity associated with this device with respect to the described issues. The product was sold on march 25, 2021. There are no countermeasures necessary because the associated risk is acceptable. Oste will monitor the occurrence rate in the context of our quality management system. If necessary, oste will take action in the future.

Manufacturer narrative:
The loops were not returned to the service center for evaluation. The original equipment manufacturer (OEM) performed a DHR review. The manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The exact cause of the reported event could not be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. Please reference related patient ID: (B)(6).

Event description:
The customer reported that during a therapeutic transurethral resection of the prostate (turp) the loops from two hf-electrodes broke off inside the patient. It was reported that loops were retrieved with an unknown device. The intended procedure was completed with a third loop without further issue. There was no patient injury reported. In addition, on july 09, 2021, olympus received a voluntary medwatch (mw5101862) pertaining to the events stated in this report and no additional information provided. This MFR. Report addresses loops 2 of 2.